Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
Related manufacturer report number: 2017865-2021-11147 it was reported that the patient experienced an infection. The system was explanted. The patient was in stable condition.